Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. During reposition procedure, the rv lead helix failed to extend and retract. The rv lead was explanted and replaced. The patient was stable throughout procedure.